Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the suction pump exhibited residue in the hoses. There was no patient involvement.

Manufacturer narrative:
The initial report was sent in error. The event is unlikely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.